Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that the implantable neurostimulator was tilting at the top of the pocket. It was revised on the day of the report and has been resolved. No further information is available regarding this event.